Event description:
The patient experienced a loss of therapeutic effect. The patient only felt stimulation with movement. He did not feel stimulation when sitting down; he had to turn it up very high to feel it and that was uncomfortable. When the patient walked, he used the highest setting and this caused his legs to feel numb/paralyzed. The patient was at home. It was recommended that the patient contact his healthcare professional for reprogramming of the stimulation. It was noted that the patient was contacted to schedule reprogramming, but as of the date of this report, the patient hadn't scheduled an appointment. Additional information has been requested, a follow-up report will be sent if additional information becomes available.